Event description:
Additional information was received fromthe manufacturer¿s representative (rep) on 2019-may-05. The patient¿s age and pump serial number were provided. It was reported that the rep did not interrogate the pump. Regarding the cause of the overdose following the refill, the rep stated ¿I do not know. I was told he went up on the dosage.¿ it was unknown if the patient¿s symptoms resolved after the dose was decreased. No further actions have been taken or planned. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump. The indication for use was not provided. It was reported the patient was brought into the emergency room unresponsive (B)(6) 2019. The patient had a baclofen refill that day. The patient was deemed to be in baclofen overdose by the ER physician. The rep was contacted to check the pump. The managing doctor came to the ER and decreased the baclofen dose. It was unknown if the issue had resolved at the time of the report, (B)(6) 2019. The patient's status was unknown. No further complications were reported or anticipated. Other medications being taken at the time of the event, medical history, and weight were not available.